Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a visual evaluation and functional testing of the sample, the defect was not confirmed; not leakage was verified. Since the reported issue was not confirmed a root cause analysis was not completed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that the side port opened two minutes after pump/dosing started. Spillage of less than 0.5ml of study drug was observed. Port was recapped. No interruption in dosing. Nj tube was pulled after dosing, no kink was noted in the tube. No patient harm reported.